Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, spiros¿ w/red cap. The customer reported that there was potentially an issue with tubing in that the tubing was either failing off or cracking resulting in leakage. They stated that there was an actual incident of leaking during patient infusion but the cause was unclear. The set up was replaced and therapy was resumed. There was patient involvement and no human harm reported.